Event description:
Sales rep reported on 11sep2024 that after an original corrective distal radius osteotomy performed on (B)(6) 2024 the patient presented post op requiring revision surgery on (B)(6) 2024. It was stated that the osteotomy performed and vbear-5-7s was implanted as per surgical technique. It was reported that upon review, it appears the distal screw fixation (screws locked into the bearing) have moved into flexion. This movement subsequently meant the bearing and screw interface shifted not allowing easy screwdriver interface with the screw head. The screws were impeded by the plate itself making extraction difficult. On examination the screws presented tight and locked in the bearing. This affected the 4 distal screws. The surgeon was able to remove screws and supplement with additional fixation. He elected to keep the existing volar bearing plate insitu and insert new screws in the distal row. Prosthesis choice, final technique and fixation made at surgeons' discretion. The surgeon reported that the patient presented with pain and discomfort post op which led to further examination/imaging and thus the revision operation. The surgeon was unsure at the time of the revision surgery if the patient had followed all post op instructions. The rep was not made aware and the surgeon has not declared any existing comorbidities for the patient.